Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the rubber keypad is peeling, cracked on the bottom of the keypad and hard to push to respond. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was torn from down to up buttons with the keys exposed. The up and down buttons were unresponsive and the contrast and ok buttons responded appropriately. There was contamination found under all key contacts.